Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a snapped wire was observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .059 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found.